Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. The customer observed the same issue with recalibration. The customer checked the instrument again and decided to centrifuge master calibrator 1. Recalibration was successful after centrifugation of the calibrator and quality controls were within range. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.